Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the outer insulation was breached cut, there was blood in/on the helix mechanism, and the lead was damaged at implant.

Event description:
It was reported that during the implant attempt of the atrial lead, there was "subsultus" of the left pectoral muscle during the stimulation of the atrium. The lead was explanted and replaced with a new lead. No patient complications were reported as result of this event.